Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the midface. Approximately two months later, patient was injected with juvéderm® ultra 3 in the lips. Approximately a month later, patient experienced a lump in the lips that is tender to touch. Patient was prescribed antibiotics and steroid but they made patient sick. Hyalase was injected three times for the next two months. Symptoms ongoing.